Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead was dislodged and was pulled back into high right atrium. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.